Event description:
It was reported that pump experienced recurring malfunction alarms with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode, return it within specified time using provided materials, and reprogram pump settings and reconnect cgm on replacement device.